Manufacturer narrative:
Available information suggests that the device was buried with the patient, and will not be available for analysis. No additional information is available at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific crm received information that during an initial implant procedure, this cardiac resynchronization therapy patient coded. During the procedure, the patient's blood pressure dropped, and the patient went into pulseless electrical activity (pea). The patient passed away several days later. There are no known allegations against the device, and the patient was reportedly very sick.